Manufacturer narrative:
Subclass: cells damaged/leaking, lot number: s16665, expiration date: dec2019, sample status: not available. Investigation summary: the root cause category is non-assignable (complaint not confirmed). Without the defective wrap for evaluation the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] heatwraps were coming apart and the cells were coming out [device leakage]. Case narrative: this is a spontaneous report from two contactable consumers. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot # s41965, expiration date jan2020; lot number: s16665, expiry date: dec2019, via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. Caller reporting that her thermacare lot # s41965, did not work. She clarified that they did not get hot at all. She purchased a 3 count of thermacare neck, shoulder & wrist heat wraps. She discarded the wraps and only had the outer packaging. She confirmed that product was sealed when she purchased it. She further reported that they didn't stick and they didn't get as hot. She also reported that the adhesive lot number: s16665 was not sticking. She said that the heatwraps were coming apart and the cells were coming out. Consumer said that there was nothing wrong with the packaging when she purchased the product. She reported that she has already thrown the defective product away, but she still had the box. A sample of the product was not available to be returned, as product was discarded. According to product quality group: subclass: cells damaged/leaking, lot number: s16665, expiration date: dec2019, sample status: not available. Investigation summary: the root cause category is non-assignable (complaint not confirmed). Without the defective wrap for evaluation the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (29nov2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "heatwraps were coming apart and the cells were coming out." (Device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "heatwraps were coming apart and the cells were coming out." (Device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.